Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced phrenic stimulation on the left ventricular (lv) lead. The lead was attempted and not used. Another lead was used to complete procedure. No further patient complications have been reported as a result of this event.